Event description:
During an in clinic follow-up, a charge timeout was observed on the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of charge timeout was confirmed based on a review of alerts present on the device fastpath summary. Bench testing was performed, which included high voltage output testing and a capacitor maintenance charge, and the device showed normal function. The high voltage charge timeout that occurred in the field could not be reproduced in the lab and therefore the cause of the charge timeout was undetermined.